Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device had no power. After the customer obtained the keys, a field service engineer (fse) arrived at the station and disconnected the aux cabinet to isolate the failure. The fse removed the back panel, disconnected the bus cable until the failed drawer was identified, powered the station down, removed the back of the drawer, and replaced the drawer controller board for drawer 4.1. After reassembling the drawer and reconnecting the bus cable, the station was powered up. The fse also found the latch sensor dangling, removed the latch assembly, properly seated and locked the sensor, and remounted the assembly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not powering on and only displayed a blank screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.